Event description:
It was reported, the patient had an infection. The patient had a cyst somewhere along the catheter line that "busted open" and the intrathecal catheter came out and was "protruding through the skin". The patient had the pump in for a while, but it "sounded like it all happened today" in regards to the catheter becoming exposed. It was thought that the pump was infusing morphine, but the patient was unsure. It was further reported the drug in the pump was morphine. The pump and catheter were removed. It was further reported, the patient had received perioperative antibiotics. The onset of the infection was not known. The patients last refill was 2014 (B)(6). The patient had a spot on their left abdomen that was red and sore for a few months. It formed and abscess and opened sometime in (B)(6). The lesions primary location was on the left abdomen. Culture was obtained and lab reports were negative. After the pump and catheter was removed, the patient was described as good/stable.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).